Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7071704. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7072189.

Event description:
It was reported that the patient experienced inadequate pain relief and wanted to have the spinal cord stimulation (scs) system explanted. Therefore, the patient underwent an explant procedure. The patient has fully recovered post-operatively. No further information was able to be obtained despite three good faith efforts.

Event description:
It was reported that the patient experienced inadequate pain relief and wanted to have the spinal cord stimulation (scs) system explanted. Therefore, the patient underwent an explant procedure. The patient has fully recovered post-operatively. No further information was able to be obtained despite three good faith efforts. Additional information was received that numerous reprogramming's were attempted prior to the explant procedure however, the patients pain relief remained inadequate. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block d6b. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7071704. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7072189.